Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The active blade snapped off. No pt consequence reported.

Manufacturer narrative:
We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.